Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, possible far field r-wave (ffrw) oversensing and atrial under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.